Manufacturer narrative:
The product was not returned for analysis. Video review by mfg site: the returned video shows implantation of iol with an preloaded device, the nozzle tip enters the eye. As the iol progresses through the nozzle, it appears to show a partially tucked trailing haptic. The iol is delivered and the plunger appears to be fully extended, the iol unfolds in the eye. The iol is then manipulated to the centre of the eye with a surgical tool. The iol is then cut and explanted. A multipiece iol is implanted as a replacement. Video review by company r&d: the surgeon kept advancing the iol without retraction as well as partially sweeping the plunger prior to removal from the eye. This stressed the capsular bag and may have caused the tear. Based on the review of the returned video, it appears the surgeon kept advancing the iol without retraction as well as partially sweeping the plunger prior to removal from the eye. The root cause may be related to the technique used for implanting the iol, the r&d assessment indicated that the plunger may have been advanced too far and rotated without retracting, potentially causing additional stress to the capsular bag. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of intraocular lens (iol), tear occurred when the iol made posterior capsule contact during or after iol insertion. The surgery was completed after replacing the product by enlarging the incision size with a company multipiece lens. The iol did not rocket or unintentionally eject the iol.